Event description:
A malfunction alarm was reported, identified as malfunction code 0. There was no adverse impact on the customer's blood glucose level. To address the issue, the customer was advised to switch to multiple daily injections (mdi) as a backup insulin therapy and was provided with a replacement pump by technical support. The customer also received instructions on returning the faulty pump and preparing the replacement pump.